Manufacturer narrative:
This device history record review is for lot 3363035 and sterilization procedure: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 15february2010. Expiry date: 01february2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part 04.503.772 lot 5866171: manufacturing location: elmira. Manufacturing date: 08september2008. Ti matrix mandible 7x23 angle recon plate left 2.8mm thick. Lot was release to the warehouse on 08september2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black mark remained at patient's granulation tissue firmly colored in black. The surface of the broken plate was also discolored. When the surgeon removed the reported reconstruction plate due to the breakage, the surgeon saw some broken portions nearby regions segmental resection performed. The surgeon also knew some locking screw heads were damaged at the moment. Then, the surgeon found the black spot on the granulation tissue underneath the removal plate. The black mark remained at patient's granulation tissue firmly colored in black. The surface of the broken plate was also discolored. The original implant date was (B)(6) 2012.

Manufacturer narrative:
(B)(6). A manufacturing evaluation and product investigation was completed: broken plate and screw received in bag with decontamination report. Plate was in 4 pieces, deep marks on top and bottom, ground area on back side of part - anodize removed. Plate was also ground on top side of part, anodize removed. Eight screws are in package with one (1) broken screw head. There is no corresponding screw shaft for the broken head. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5866171 of ti matrixmandible 7x23 angle recon plate left 2.8 mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 5681322 had a non-conformance report (ncr) written for surface scratches; one piece was scrapped. The ncr condition had no effect on the product complaint as the finished product met visual and dimensional criteria at the time of release. A review of the component device history record determined the component part had a material review report written against it for over high limit thickness and over high limit length, the billets were accepted. This non-conformance had no impact on the product complaint condition as the non-conforming features are not final product features, the product is subject to dimensional inspection prior to release. The exact root cause for this complaint could not be determined exactly. An overload of force must have taken place and lead to the plate breakage. No manufacturing related issue was identified and/or confirmed. Patient¿s comorbidity inadvertently reported in test field instead of comorbidity field; moved to correct field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had a removal surgery because the breakage of the implanted plate was detected. The plate was initially implanted in the patient during a reconstructive surgery in the past (date unknown). During the removal surgery, the surgeon noted some mark colored in black at treated region in the patient. This report is for an unknown plate. This is report 1 of 2 for (B)(4).